Event description:
I heard that amber can be used as a natural pain reliever and anti inflammatory agent. Baltic amber necklaces, bracelets and anklets have been advertised and geared towards children to wear in place of talking over the counter pain meds. I ordered 2 small anklets on friday (B)(6) from the (B)(6) website and we received them in the mail on monday (B)(6). I removed the anklets from the packaging and placed them on my twin boy's ankles, using a twisting motion to properly secure the two ends. Not more than 5 mins had passed and the anklet was off my son's ankle and laying in the middle of the play mat and near his reach. Had I not been watching him, he could have easily swallowed and choked on the anklet. I immediately threw both anklets in the trash and contacted (B)(6). These pose am immediate choking risk and I am fortunate that I did not leave my boys unattended with the assumption that these anklets are safe. Document number: (B)(4). Report number: (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2018.